Manufacturer narrative:
(B)(4), the customer returned one cartridge 544233 hemolok ml clips 3/cart 42/box for investigation. The cartridge was returned with its original packaging and had one clip half remaining. There were also 3 clip halves returned loose. The 2 broken clips and the cartridge were visually examined with and without magnification. Visual examination revealed that both clips were broken at the hinge. One of the clips was broken in half at the hinge. The other clip was broken at the center of the inner hinge and towards the pierced boss side of the outer hinge. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Both clips were broken at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. Both clips were broken at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. Both clips were broken at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Has been previously opened to further investigate issues related to clip breakages. Has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - hinge" was confirmed based upon the sample received. Two broken clips were returned , and both were broken at the hinge. One clip was broken in half at the hinge and the other clip exhibited a staggered break where it was broken at the center of the inner hinge and towards the pierced boss side of the outer hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the clip was found broken after being uploaded into the applier.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box, lot# 73b1900383. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken after being uploaded into the applier.